Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 145 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. The customer stated a doctor believed the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.